Event description:
During a blood draw from a umbilical artery catheter, a leak was noted at the distal end. The line was clamped. The neonatal nurse practitioner was able repair the line using a blunt needle until a new catheter was inserted.